Event description:
Per info rec'd from pt's parent, pt's nurse could not get the bladder to drain during catheterization. When the catheter was removed it was noted to be "cut-off". The pt did experience some bleeding.